Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The customer stated that the instrument generated no differentials for controls when the leak was noticed. The volume of the leak was approximately 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, eye protection and a laboratory coat at the time of the event and no injury or exposure was reported. No discrepant patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) assisted the customer with troubleshooting over the phone. The customer stated that there seemed to be a clot inside the probe causing the leak and the customer proceeded to clean the probe following instructions from the fse. No further leaks were observed but the customer reported that the instrument was not generating differential results for controls even though latron control passed. The customer discovered that the lyse delivery line was clogged and proceeded to clear the clog from the lyse delivery line. The instrument passed all controls and ran without leaks. Failure mode of the leak is attributed to a clot inside the probe and failure mode of the no differential results is attributed to a clogged lyse delivery line. The instrument operated as intented by generating no differential results for controls to alert the operator to an instrument problem. (B)(4).